Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the patient complaint of the pleuritic pain and a drop of the blood pressure was observed. It was noted that the perforation of the vena cava superior occurred followed with the pericardial effusion. Pericardiocentesis was performed. The computerized tomography (CT) was done one week later and confirmed that the lead was placed in the vena cava superior. The lead was removed and replaced. No further patient complications have been reported as a result of this event.